Event description:
A malfunction alarm was reported. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support planned to replace the pump and instructed the customer on returning the problematic pump. The customer was informed to use multiple daily injections (mdi) as a backup therapy to ensure the continuity of insulin delivery.